Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2010. Between these dates the device failed two manual self tests for a low battery. The record temperature at the time of the fails was close to zero degree c. On (B)(6) 2010, the device failed a self test for a low battery and the device issues a device service required after each event. The battery has been in use for 28 months. The real time clock is the device also stopped. The device was inspected and the coin cell was found to be depleted. This would have affected the real time clock. This would have affected the real time clock. Further investigation revealed a current leakage caused by a failure of the q35 transistor. Although no fault was found with the pad or pad-pak, the pad-pak was depleted to the point it triggered the battery management system in the device. The low battery warnings were delivered because the pad-pak was depleted to the point where the battery management system was triggered. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no pt involved in this event. This device malfunctioned because the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.